Manufacturer narrative:
The information provided in event description with the initial report was incorrect. The correct information has been included with this report.

Event description:
The caller reported that the infusion set cannula was longer than the needle and they did not go into the customer's body, leading to the high blood glucose and hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia and infusion set issue on (B)(6) 2019 with blood glucose level of 350 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any symptoms related to high blood glucose level. Customer reported they have contacted their health care professional regarding the high blood glucose. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.